Event description:
Inability to infuse through the distal clave port. A pt was receiving normal saline at an unspecified rate via plumset and plum pump. Reportedly, a secondary line (unk manufacturer) was connected to the distal clave port of the plumset, and was infusing an unspecified concentration of fentanyl via another unspecified pump (unk manufacturer). At some unspecified time after the initiation of the solutions, the nurse performed a routine tubing change of the plumset. Within an estimated 5 minutes after connecting the secondary tubing set to the distal clave port and resuming the fentanyl infusion, the nurse discovered that the pt "appeared irritable". The nurse assessed the pt and the IV lines to determine the cause for the pt's irritability. When the nurse disconnected the secondary tubing set from the plumset, it was reported that "fluid that was under pressure squirted all over". The nurse reportedly attempted to flush the plumset's distal clave port to test for patency, but was unable to infuse fluid through the port. The plumset was changed, and the secondary tubing was reconnected to the distal clave port of the new plumset. The infusions were resumed without further problem. It was reported that there was an estimated 8-10 minute delay in therapy during the change of tubing. There was no reported change in the pt's condition or adverse effect related to the delay in therapy. Though requested, there was no further info available.